Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found the tip clamp and tip eject sleeve stuck together from dried serum. The fse removed all tip eject sleeves, tip clamps and plunger clamp #2. The fse cleaned all items re-installed back into the x-arm. The lld spring was pro-actively replaced for plunger clamp #2. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).